Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that it's been months since they were having issues with the controller. Pt said they never knew the controller was bad until they met with the rep last week sometime. Pt stated that they went to see the rep last week to adjust their setting but after they were reprogrammed, the controller shut off. Pt stated that the rep was able to turn the controller back on; however, when pt got home, the controller went off again and would not go back on and now the pt was in too much pain. Agent asked pt to reset the controller but pt's husband (caller) on took the phone and said that the rep have done "it" all day at the hospital and they have done "it" 3 4 or 5 times over and over and still the controller shuts off on itself. Caller added that when the controller shuts off, the implant would shut off too. Caller insisted to get a new controller as the pt was in constant pain. Agent still had the caller reset the controller to get the serial numbers and when caller reinserted the battery pack to the controller, the screen powered on. Agent asked, caller said they don't have the ac power cord and the recharger with them and they were driving in the middle of the road. Agent offered to help them adjust the stimulation since the controller was working again, but caller refused and said that the controller shut off again. During the call, caller was already escalated and was asking for a supervisor to get a new controller. Due to nature of call, agent sent a repair to replace the controller.

Event description:
Patient rep called back stating they got the new controller, but it won't do anything, they transferred the battery to the new controller, they 'hook it up to the power' and when they plugged in the recharger to the controller, they saw the software problem message but cannot remember what's the other information showed on the controller screen. During the call pt rep said the controller screen said connect the recharger and they place the recharger over the patient's implantable neurostimulator (ins) but still the controller was still on the connect the recharger (agent understood that they are trying to finish the pairing process). Agent had them to reset the controller. Agent helped them to continue the pairing process but even if the recharger was already plugged in, the controller screen still showing the connect the recharger message. Agent had them unplug the recharger and clean connection pins then suddenly pt rep realized that they were plugging the ac cord during the pairing process. Agent reviewed information. Pt rep plugged in the recharger to the controller and was able to finish the set-up process. Pt rep will call back if they are still having problem.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.